Event description:
This case was initially received via (B)(6) ((B)(4)) on 25-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("quasi permanent pains/ abdominal pain") in a (B)(6) female patient who had essure (batch no. D46961) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), paraesthesia ("abdominal pains, with twinges and tingling"), fatigue ("fatigue/ continuous needing of rest") and vertigo ("vertigos"). The patient was treated with surgery (laparoscopy with essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, paraesthesia, fatigue and vertigo outcome was unknown. The reporter provided no causality assessment for abdominal pain, fatigue, paraesthesia and vertigo with essure. The reporter commented: all the symptoms were worse after physical effort like running. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2017: quality safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-sep-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.315 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.